Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The dislodgement was observed during a device change out. The lead was explanted and successfully replaced. No adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.